Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc, display adapter and image processor board were reseated, and the ps2 power supply voltage was adjusted. The system was then found to be operating as intended.